Event description:
It was reported that the pt had no stimulation sensation. It was also reported that the pt was unable to change the battery. There was initially difficulty gaining interrogating the neurostimulator with both the programmer and the pt programmer. A second device was tried and they were able to obtain telemetry. Telemetry revealed the battery was depleted. The recharger diary indicated that the patient was only attaining a 25% charge in prior recharging sessions. Recharging was initiated while the pt was in the clinic. It was also confirmed that the patient was able to interrogate the neurostimulator with his pt programmer. The pt was not getting adequate stimulation in the affected areas. Impedances were normal. The physician ordered x-rays (no results reported). It was determined that the stimulation system was malfunctioning. The pt was referred to the neurosurgeon for further evaluation.